Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity can impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a combined initial and final report.

Event description:
Explanted device was received at headquarters for investigation without any information. As per additional received information, the recipient reported that at first the sound became weak and then completely disappeared. There was swelling over the implant housing and a pressure bandage was applied for a few days. Lately there was no more swelling but the user was still not able to hear with the device. According to device explant report form the recipient has been re-implanted with a new device.